Event description:
Patient mentioned having an axonics implant for about 5.5 years and it was not working and it didn't dawn on patient until maybe a year or so ago that maybe the reason it wasn't working is because of fibromyalgia. The right side of the implant started to hurt patient and they did an x-ray and it is right there that there is damage already in that area. Patient had the axonics removed on friday and medtronic implanted. Patient is working with dr (B)(6). Patient states dr seemed to only know about the surgery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).